Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a dog underwent an abdominal wall closure and suture was used. One week later the suture was broken in its length, the knots were intact. No additional information was provided.